Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. Even though root cause cannot be confirmed patients fall may have contributed to alleged event. No radiographs or images were provided to confirm the alleged event. Labeling review: "...potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...warnings, cautions and precautions:if healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant..." ¿...patient education:the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components..." ¿...post-operative warnings:damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration..."

Event description:
Patient underwent a spinal procedure on (B)(6) 2019. Postoperatively on (B)(6) 2019, the patient reportedly fell leading to screw misplacement. No revision procedure reported.

Event description:
On (B)(6) 2020 a revision the two right screws at l5-s1. No other reported complications.

Manufacturer narrative:
Labeling review: "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..."